Manufacturer narrative:
The device was not returned for evaluation; therefore, the product analysis could not be performed. The alleged product issue could not be identified.

Manufacturer narrative:
The lot number was not provided; therefore, a search for production-related ncrs could not be performed. The device was implanted in the patient and not available for return to the manufacturer for analysis. The investigation is ongoing.

Event description:
As reported through an axiom sofast study, "the patient experienced vasospasm after the first pass during the thrombectomy procedure. 5mg of verapamil ia was administered; the vasospasm was resolved without sequelae and not present at the end of the procedure.